Manufacturer narrative:
Additional contact: (B)(6).

Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump exhibited multiple "no disposable, clamp tubing" alarms that continued to alarm after troubleshooting efforts. Per reporter the residual volume was 8.1 and total volume was 100 ml. No adverse patient effects were reported. Per reporter no additional information is available at this time.